Manufacturer narrative:
The reported issue was addressed surgery. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of a back wall stick, but this could not be determined. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade device was inserted into sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock, the black sleeve was retracted and the collagen was exposed. The collagen was deployed and final hemostasis was achieved. The device was removed. In the recovery area the patient became hypotensive and began to lose responsiveness. The patient was brought to cath lab and a femoral angio was taken via the contralateral groin. The angio revealed a leak from the femoral artery that bleed into the retroperitoneal space. It was unable to be determine if this was a back wall stick. Two covered stents were used and the leak was sealed. The patient was moved to ICU and given a unit of blood. The next day the patient was stable and ambulatory. No further complications were reported.